Manufacturer narrative:
H4: the lot was manufactured from july 21, 2023 - july 24, 2023. H10: the device was received for evaluation with fluid in the bladder. A non-baxter luer connector was attached to the device's distal luer. Fluid was not observed flowing out of the luer connector. However, when the luer connector was removed from the device, fluid was observed flowing continuously out of the device's distal luer. A functional flow test was performed without attaching the luer connector. The flow rate of the folfusor device was found to be within product specification, and evidence of continuous flow was observed. The cause of the reported flow problem was related to the luer connector. The luer connector is not a baxter product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6) centre. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. The expected therapy time of 46 hours; however, after the therapy time was complete, it was observed that none of the medication dose had been delivered and the device was still full. The device was filled with fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.